Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had the cubie failed to open. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a hardware failure of the cubie pocket. The technical service engineer verified and confirmed that the issue had been resolved. The system functioned as intended after the technical service engineer verified the device.